Event description:
A us distributor returned a monitor and reported monitor was experiencing problems during patient setup and a service code md-114 (parameters backup database restored).

Manufacturer narrative:
Device evaluation of monitor has been completed. Contamination on j502 on the ca board was confirmed. Upon evaluation, the ca board was contaminated. The cause of the failure is the contaminated ca board. The root cause of the contaminated ca board is liquid ingress of an unknown contaminant. No adverse event resulted from the damaged monitor.